Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample pot and loose reference electrode. The fse replaced the sample pot and tightened the reference electrode to resolve the issue. (B)(4)

Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.